Manufacturer narrative:
E1: patient city: (B)(6), patient country: united arab emirates. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in united arab emirates. The patient father reported that the patient experienced insulin flow block which occurred on (B)(6) 2024, which cause the patient blood glucose levels was elevated to high, therefore patient had received insulin drip. The patient father also reported that patient went to emergency room and subsequently got hospitalized for 5 hours and patient's blood glucose levels while admitting the hospital was 380 mg/dl. The patient also had had ketone bodies and experienced abdomen pain and dizziness at the time of hospitalization. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 5413185 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code occlusion (source/cause cannot be identified, only use when a specific malfunction cannot be determined). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, reference samples passed the test. Functional (flow) test according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 5413185 was manufactured according to the wi version 73, packaged in the machine multivac 12, on 28/jan/2023, with a total of (B)(4) units. Assembly device history record (DHR) review: the lot 5414433 was manufactured according to the wi version 25, manufactured in the line assembly of quick set, on 27/jan/2023, with a total of (B)(4) units. The lot 5414434 was manufactured according to the wi version 25, manufactured in the line assembly of quick set, on 27/jan/2023, with a total of (B)(4) units. Gluing tubing device history record (DHR) review: the lot 5414418 was manufactured according to the wi version 37, manufactured in the machine 04-05-08, on 24/jan/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 21/aug/2025 against malfunction code occlusion (source/cause cannot be identified, only use when a specific malfunction cannot be determined)3 and lot 5413185 and other 5 complaint have been registered in database for the same lot and malfunction code. Preliminary conclusion: due to the volume of complaints identified in the trending analysis, this case will be moved to pending corrective and preventive action (CAPA) determination assessment to evaluate whether additional investigation is required.

Event description:
To date no additional patient or event details have been received.